Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s mother stated the patient awakened during the night with nausea and vomiting which are her typical symptoms for a hyperglycemic episode, and the sensor had stopped working and failed. She stated the patient had continuous glucose monitor (cgm) readings before falling asleep. The patient¿s mother took her daughter to the emergency room (ER) for hyperglycemia, and no bg fingerstick was obtained prior to leaving the house. After arriving at the ER, the bg was over 400 mg/dl and she was treated with IV hydration, zofran, and phenergan. She was discharged after several hours in stable condition. No additional patient or event information is available.